Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor assembly. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump failed to recognize the cartridge during the load step and a "no cartridge detected" warning was emitted. Additional testing could not be completed due to the load step malfunction. The force sensor was found to be out of calibration, and there was evidence of contamination found on the force sensor assembly. Unrelated to the display issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Evaluation revealed the internal clock battery on the pcb board had failed." However, there was no display issue associated with this investigation. The statement should read "unrelated to the force sensor issue, evaluation revealed the internal clock battery on the pcb board had failed."